Manufacturer narrative:
UDI (di): (B)(4).

Event description:
It was reported that the left ventricular lead had exhibited a steady increase in impedance since the implant procedure. Upon interrogation, the lead exhibited occasional alerts for high impedance. The patient was asymptomatic. After reprogramming, the lead resumed normal function. The lead would continue to be monitored.